Event description:
It has been reported to philips that, flex vision pc was not booting-up and image pc was failing. Customer could not store patient images. It is unknown that how was the procedure was completed. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that image pc is failing and cannot store patient images. The fse performed the trouble shooting action and found that the defective ippc. Fse replaced the ippc and reloaded the software. After repairing the ippc and reloading the software, the system was returned to good working condition. The codes were updated based on the investigation outcome. Health impact code was corrected.